Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump/nodule.

Event description:
Patient reported moderate breast pain. Patient additionally reported ¿a lump or thickening in or near the breast or in the underarm area". Later healthcare professional reported "rupture." This record is for the left side. Device explanted.